Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material residue could not be identified. The root cause of the reported event is unable to be determined. However, the causes of the events is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object due to mishandling at the facility or due to a chemical stress applied during the cleaning/sanitization process. The events can be prevented by following the instructions for use (IFU) sections which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. [Warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire; bending angle in up and down direction did not meet the standard value; due to clogging of nozzle, water removal ability did not meet the standard value and due to due to damage on acoustic lens, insulation resistance value did not meet the standard value. The suction connector, the universal cord, the switch box, the grip, the scope cover, the connecting tube and the probe cover had scratches; the suction cylinder was shaved and due to deformation of the ultrasonic connector the ultrasound image became distorted when ultrasound cable was pushed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there were scratches on the insulation of the ultrasound gastrovideoscope transducer. The issue was found during preparation for use for unknown procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found due to physical stress, the acoustic lens had a scratch which reached the glue layer and was missing and due to insufficient cleaning, the knob wire had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.